Event description:
It was reported that the image was not clear on the camera head. The event was found during pre-use inspection. There were no reports of patient involvement.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is interference in the image when the cable is shaken due to a cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was not clear on the camera head. The event was found during pre-use inspection. There were no reports of patient involvement.